Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead dislodged and exhibited unacceptable variations in threshold. The lead was explanted and replaced. No patient symptoms were reported.